Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test due to moisture damage on the force sensor resistor. No excessive n delivery alarms noted. The motor was tested outside of the device and passed. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on the lcd board. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, self-test, a21 error test, off no power test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call no delivery alarm, blank display and low battery alarm on the insulin pump. Customer's blood glucose level was unknown. Customer received multiple no delivery alarms and had replaced the battery on the insulin pump every two days. Customer declined to further troubleshoot and needed a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.